Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, to update section d4, update section h3, update section h4, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Upon visual analysis, the deployment sleeve of the carrier tube was in the full rear lock position with colored bands fully exposed. The hemostasis sheath was mated with the carrier tube assembly. The end of the suture was inspected under the microscope and it appeared to be cut manually with a sharp object below the black marker. The overall condition of the device appeared to be consistent with performance of all deployment steps. Apart from the suture, no other visual anomalies were observed. The complaint could be confirmed for collagen outside of the skin. The IFU does provide precautions regarding instances when the collagen is found outside of the skin. Based on the available information, the exact cause of the issue cannot be determined. The suture on the device was not cut below the clear mark but directly cut below the below the black compaction marker. It is unclear if proper tamping sequence was completed. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on (B)(6) 2021: patient was in stable condition. The blood loss was not significant.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that angio-seal device was introduced. The collagen was outside the patient after application. Manual compression was done, and hemostasis was achieved. Patient was treated as intended. There was no delay in the procedure. There was no harm to the patient.